Manufacturer narrative:
Image review: twenty seven images of the event description above were provided. There was no computed tomography (CT) provided for anatomical considerations. An executive summary was provided that shows evidence of dense ca+ in the annulus and at the leaflet level. Evidence shows the valve was loaded and checked, showing no misloading. It was reported that during a transcatheter aortic valve replacement procedure using the evfxplus-34 in a patient with a heavily calcified aortic valve, a pre-implant balloon dilation was performed with a 20mm balloon. It was reported that upon the initial deployment in the patient, significant infolding of the valve was observed. An infold is an inward fold or crease in the valve frame identified as a dark line under fluoroscopic inspection; it differs from frame under-expansion in the following ways: infolded tav frame has folded inward and a portion is no longer in contact with the the anatomy- under expanded tav frame is not fully expanded but remains in contact with anatomy. Unser-expansion can occur circumferentially due to a small or constrained annulus. Under expansion can occur focally due to factors like large calcium nodules, septal bulge, or bicuspid anatomy. It cannot be confirmed or denied if the valve is infolded. Evidence in the image is consistent with under-expansion of the tav frame. It was reported the same valve was reloaded in the same delivery catheter system (dcs) and attempted deployment again but infolding recurred. If an infold is observed, recapture, remove, and replace the entire system with new sterile components. Per the instructions for use (IFU): after a bioprosthesis has been inserted into a patient, do not attempt to reload that bioprosthesis on the same or any other catheter. It was reported the valve was recaptured, withdrawn from the patient, and replaced with a new valve. The new valve was loaded in a new delivery catheter system (dcs), and a fluoroscopic inspection confirmed no misload. A second pre-implant balloon dilation with a 23mm balloon was performed, and the valve was successful. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the capsule of the delivery system. The valve was deployed by the galway return product analysis (rpa) lab and forwarded to the santa ana rpa lab. The valve was received fully submerged in cloudy 0.2% glutaraldehyde solution inside a heart valve return kit jar. The valve was discolored showing evidence of blood contact. The valve was received in a severely crimped state. Remnants of coagulated blood were noted throughout the valve on the tissue and frame. All leaflets appeared twisted and in a partially closed position with a notable gap between all free margins. All leaflets were stiff and dry, with minimal flexibility. Leaflets showed evidence of creases and frame imprints. Creases and imprints were also noted along the outer wrap. Thick remnants of coagulated blood were found on all commissures. Below the host tissue, the commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded, with the inflow and outflow aspects resolving. However, the valve appeared to retain a compressed state. It is possible the retained compressed state may be associated with the valve having been inside the capsule of the delivery system for an extended period of time. There were no signs of bends or kinks to the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure using the evfxplus-34 in a patient with a heavily calcified aortic valve, a pre-implant balloon dilation was performed with a 20mm balloon. The valve was loaded and checked, showing no misloading. Upon the initial deployment in the patient, significant infolding of the valve was observed. The same valve was reloaded in the same delivery catheter system (dcs) and attempted deployment again, but infolding recurred. The valve was recaptured, withdrawn from the patient, and replaced with a new valve. The new valve was loaded in a new dcs, and a fluoroscopic inspection confirmed no misload. A second pre-implant balloon dilation with a 23mm balloon was performed, and the valve was successfully deployed in thepatient. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold due to loading of the second valve.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0012728252); product type: 0195-heart valves; non-implantable device product ID: l-evolutfx-34, (lot: 0012737810); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure using the evfxplus-34 in a patient with a heavily calcified aortic valve, a pre-implant balloon dilation was performed with a 20mm balloon. The valve was loaded and checked, showing no misloading. Upon the initial deployment in the patient, significant infolding of the valve was observed. The same valve was reloaded in the same delivery catheter system (dcs) and attempted deployment again, but infolding recurred. The valve was recaptured, withdrawn from the patient, and replaced with a new valve. The new valve was loaded in a new dcs, and a fluoroscopic inspection confirmed no misload. A second pre-implant balloon dilation with a 23mm balloon was performed, and the valve was successfully deployed in the patient. No patient complications have been reported as a result of this event.